Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone17.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported an episode of hypoglycemia that occurred while she was at the beach with friends. The patient stated that she had been in the water prior to the event and reported that neither the omnipod 5 system nor the dexcom continuous glucose monitor provided alerts or notifications for low blood glucose. The patient reported developing symptoms including trembling of the legs, followed by loss of consciousness, which she estimated lasted approximately 20-30 minutes. Friends administered oral carbohydrates in the form of a sugary beverage, after which the patient regained consciousness prior to the arrival of emergency medical services. Paramedics responded to the scene; however, no further treatment or hospitalization were required. The patient reported that the diagnosis associated with this event was hypoglycemia. Blood glucose values at the time of the event were not provided.